Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. The product was returned and evaluated. Medical records were not provided. A visual examination of the returned product identified repeated use, and the threads on the knob and body were stripped. A review of the device history records identified no deviations or anomalies during manufacturing. The reported event was not related to a combination of products; therefore, a compatibility review was not applicable. The root cause of the reported issue is attributed wear and tear resulting from repeated use over time. The reported issue was confirmed based on the product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when going through the instruments before the case it was noticed the cutting guide had stripped threads and would not screw in properly. There was no patient involvement.